Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The patient was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the patient was discharged from the hospital and recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in sep 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.